Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation and migration of the essure device/pull the coil out of uterus through her fallopian tube") and device expulsion ("essure coil was outside of the left tube in the uterus") in a 28-year-old female patient who had essure (batch no. 708871) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menses irregular with excessive bleeding. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced libido decreased ("decreased libido") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced menstruation irregular ("irregular menses"). In (B)(6) 2016, the patient experienced medical device pain ("she could feel the remaining essure device/the sensation was described as painful"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), fatigue ("extreme fatigue"), weight increased ("weight gain and loss : weight gain"), dysmenorrhoea ("dysmenorrhea"), device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), ovarian cyst ("ovarian cyst") and fallopian tube cyst ("fallopian tube cyst"). The patient was treated with surgery ((B)(6) 2010, underwent a procedure to remove the left-sided essure device). At the time of the report, the fallopian tube perforation, fatigue, libido decreased, menstruation irregular, medical device pain, device expulsion, uterine haemorrhage, ovarian cyst and fallopian tube cyst outcome was unknown and the weight increased, dysmenorrhoea and menorrhagia had not resolved. The reporter considered device expulsion, dysmenorrhoea, fallopian tube cyst, fallopian tube perforation, fatigue, libido decreased, medical device pain, menorrhagia, menstruation irregular, ovarian cyst, uterine haemorrhage and weight increased to be related to essure. The reporter commented: before essure her menstrual periods were not as heavy nor did they last as long she had no problem with going about her daily life. On (B)(6) 2016, plaintiff presented to physician and reported that she could feel the remaining essure device about two weeks prior to the beginning of her menses. The one of essure coils remains implanted in her, and she continues to experience a combination of the above symptoms. She is continuing to seek possible removal of the remaining coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - (B)(6) 2010: positive for spillage and no blockage.; in (B)(6) 2018: spillage and possible migration of right coil. Ultrasound scan - in (B)(6) 2018: ultrasound showed a cyst on her fallopian tube. Ultrasound scan vagina - on (B)(6) 2013: the ultrasound report was normal. On (B)(6) 2010, hsg test result: positive for spillage and no blockage. It also showed that the right coil in but left coil not. On (B)(6) 2014, transvaginal ultrasound showed a right functional ovarian cyst and the right essure coil. Most recent follow-up information incorporated above includes: on 21-aug-2018: pfs received: following events added: abnormal uterine bleeding, ovarian cyst and fallopian tube cyst. Event term updated: perforation and migration of the essure device/pull the coil out of uterus through her fallopian tube. Event term: weight gain and loss: weight gain coding changed to weight gain. Lot no. Added. Lab data added.. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation and migration of the essure device/pull the coil out of uterus through her fallopian tube"), device expulsion ("essure coil was outside of the left tube in the uterus") and uterine haemorrhage ("abnormal uterine bleeding") in a 28-year-old female patient who had essure (batch no. 708871) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menses irregular with excessive bleeding. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced libido decreased ("decreased libido") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced menstruation irregular ("irregular menses"). In (B)(6) 2016, the patient experienced medical device pain ("she could feel the remaining essure device/the sensation was described as painful"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), fallopian tube cyst ("fallopian tube cyst"), fatigue ("extreme fatigue"), weight increased ("weight gain and loss : weight gain"), dysmenorrhoea ("dysmenorrhea") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery ((B)(6) 2010, underwent a procedure to remove the left-sided essure device). At the time of the report, the fallopian tube perforation, device expulsion, uterine haemorrhage, fallopian tube cyst, fatigue, libido decreased, menstruation irregular, medical device pain and ovarian cyst outcome was unknown and the weight increased, dysmenorrhoea and menorrhagia had not resolved. The reporter considered device expulsion, dysmenorrhoea, fallopian tube cyst, fallopian tube perforation, fatigue, libido decreased, medical device pain, menorrhagia, menstruation irregular, ovarian cyst, uterine haemorrhage and weight increased to be related to essure. The reporter commented: before essure her menstrual periods were not as heavy nor did they last as long she had no problem with going about her daily life. On (B)(6) 2016, plaintiff presented to physician and reported that she could feel the remaining essure device about two weeks prior to the beginning of her menses. The one of essure coils remains implanted in her, and she continues to experience a combination of the above symptoms. She is continuing to seek possible removal of the remaining coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: positive for spillage and no blockage.; in (B)(6) 2018: spillage and possible migration of right coil. Ultrasound scan - in (B)(6) 2018: ultrasound showed a cyst on her fallopian tube. Ultrasound scan vagina - on (B)(6) 2013: the ultrasound report was normal. On (B)(6) 2010, hsg test result: positive for spillage and no blockage. It also showed that the right coil in but left coil not. On (B)(6) 2014, transvaginal ultrasound showed a right functional ovarian cyst and the right essure coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation and migration of the essure device/pull the coil out of uterus through her fallopian tube'), device expulsion ('essure coil was outside of the left tube in the uterus') and device dislocation ('her left coil migrated and was removed in 2010 and filshie clips were implanted. Her right coil later migrated, and she had a salpingectomy in 2018,but the right essure was not found') in a 28-year-old female patient who had essure (batch no. 708871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular with excessive bleeding. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced libido decreased ("decreased libido") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced menstruation irregular ("irregular menses"). In (B)(6) 2016, the patient experienced medical device pain ("she could feel the remaining essure device/the sensation was described as painful"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding/abnormal bleeding"), fallopian tube cyst ("fallopian tube cyst"), fatigue ("extreme fatigue"), dysmenorrhoea ("dysmenorrhea"), ovarian cyst ("ovarian cyst"), pelvic pain ("new or worsening pain"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms") and was found to have weight increased ("weight gain and loss : weight gain"). The patient was treated with surgery (left coil removed in 2010 and salpingectomy in 2018). Essure was removed in 2018. At the time of the report, the fallopian tube perforation, device expulsion, device dislocation, uterine haemorrhage, fallopian tube cyst, fatigue, libido decreased, menstruation irregular, medical device pain, ovarian cyst, pelvic pain, autoimmune disorder and hypersensitivity outcome was unknown and the weight increased, dysmenorrhoea and menorrhagia had not resolved. The reporter considered autoimmune disorder, device dislocation, device expulsion, dysmenorrhoea, fallopian tube cyst, fallopian tube perforation, fatigue, hypersensitivity, libido decreased, medical device pain, menorrhagia, menstruation irregular, ovarian cyst, pelvic pain, uterine haemorrhage and weight increased to be related to essure. The reporter commented: before essure her menstrual periods were not as heavy nor did they last as long she had no problem with going about her daily life. On (B)(6) 2016, plaintiff presented to physician and reported that she could feel the remaining essure device about two weeks prior to the beginning of her menses. The one of essure coils remains implanted in her, and she continues to experience a combination of the above symptoms. She is continuing to seek possible removal of the remaining coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: results: positive for spillage and no blockage.; in (B)(6) 2018: results: spillage and possible migration of right coil. Ultrasound scan in (B)(6) 2018: results: ultrasound showed a cyst on her fallopian tube. Ultrasound scan vagina on (B)(6) 2013: results: the ultrasound report was normal. Diagnostic results: on (B)(6) 2010, hsg test result: positive for spillage and no blockage. It also showed that the right coil in but left coil not. On (B)(6) 2014, transvaginal ultrasound showed a right functional ovarian cyst and the right essure coil. Lot number: 708871, manufacturing date: (B)(6) 2010, expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation and migration of the essure device/pull the coil out of uterus through her fallopian tube'), device expulsion ('essure coil was outside of the left tube in the uterus') and device dislocation ('her left coil migrated and was removed in 2010 and filshie clips were implanted. Her right coil later migrated, and she had a salpingectomy in 2018,but the right essure was not found') in a 28-year-old female patient who had essure (batch no. 708871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular with excessive bleeding, uterine prolapse and ovarian adhesion. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced libido decreased ("decreased libido") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2014, the patient experienced menstruation irregular ("irregular menses"). In (B)(6) 2016, the patient experienced medical device pain ("she could feel the remaining essure device/the sensation was described as painful"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("abnormal uterine bleeding/abnormal bleeding"), fallopian tube cyst ("fallopian tube cyst"), fatigue ("extreme fatigue"), dysmenorrhoea ("dysmenorrhea"), ovarian cyst ("ovarian cyst"), pelvic pain ("new or worsening pain"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms") and was found to have weight increased ("weight gain and loss : weight gain"). The patient was treated with surgery (left coil removed in 2010 and salpingectomy in 2018 and left coil removed in 2010 and salpingectomy in 2018/laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, device expulsion, device dislocation, abnormal uterine bleeding, fallopian tube cyst, fatigue, libido decreased, menstruation irregular, medical device pain, ovarian cyst, pelvic pain, autoimmune disorder and hypersensitivity outcome was unknown and the weight increased, dysmenorrhoea and heavy menstrual bleeding had not resolved. The reporter considered abnormal uterine bleeding, autoimmune disorder, device dislocation, device expulsion, dysmenorrhoea, fallopian tube cyst, fallopian tube perforation, fatigue, heavy menstrual bleeding, hypersensitivity, libido decreased, medical device pain, menstruation irregular, ovarian cyst, pelvic pain and weight increased to be related to essure. The reporter commented: before essure her menstrual periods were not as heavy nor did they last as long she had no problem with going about her daily life. On (B)(6) 2016, plaintiff presented to physician and reported that she could feel the remaining essure device about two weeks prior to the beginning of her menses. The one of essure coils remains implanted in her, and she continues to experience a combination of the above symptoms. She is continuing to seek possible removal of the remaining coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: results: positive for spillage and no blockage.; in july 2018: results: spillage and possible migration of right coil.. Ultrasound scan - in april 2018: results: ultrasound showed a cyst on her fallopian tube.. Ultrasound scan vagina - on (B)(6)2013: results: the ultrasound report was normal.. Diagnostic results: on (B)(6)2010, hsg test result: positive for spillage and no blockage. It also showed that the right coil in but left coil not. *on (B)(6)2014, transvaginal ultrasound showed a right functional ovarian cyst and the right essure coil. Lot number: 708871 manufacturing date: 2010-01 expiration date: 2013-01 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2021: mr received. Reporter information, patient's date of birth, medical history were added. Explant date was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation and migration of the essure device/pull the coil out of uterus through her fallopian tube'), device expulsion ('essure coil was outside of the left tube in the uterus') and device dislocation ('her left coil migrated and was removed in 2010 and filshie clips were implanted. Her right coil later migrated, and she had a salpingectomy in 2018,but the right essure was not found') in a 28-year-old female patient who had essure (batch no. 708871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular with excessive bleeding. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced libido decreased ("decreased libido") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced menstruation irregular ("irregular menses"). In (B)(6) 2016, the patient experienced medical device pain ("she could feel the remaining essure device/the sensation was described as painful"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding/abnormal bleeding"), fallopian tube cyst ("fallopian tube cyst"), fatigue ("extreme fatigue"), dysmenorrhoea ("dysmenorrhea"), ovarian cyst ("ovarian cyst"), pelvic pain ("new or worsening pain"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms") and was found to have weight increased ("weight gain and loss : weight gain"). The patient was treated with surgery (left coil removed in 2010 and salpingectomy in 2018). Essure was removed in 2018. At the time of the report, the fallopian tube perforation, device expulsion, device dislocation, uterine haemorrhage, fallopian tube cyst, fatigue, libido decreased, menstruation irregular, medical device pain, ovarian cyst, pelvic pain, autoimmune disorder and hypersensitivity outcome was unknown and the weight increased, dysmenorrhoea and menorrhagia had not resolved. The reporter considered autoimmune disorder, device dislocation, device expulsion, dysmenorrhoea, fallopian tube cyst, fallopian tube perforation, fatigue, hypersensitivity, libido decreased, medical device pain, menorrhagia, menstruation irregular, ovarian cyst, pelvic pain, uterine haemorrhage and weight increased to be related to essure. The reporter commented: before essure her menstrual periods were not as heavy nor did they last as long she had no problem with going about her daily life. On (B)(6) 2016, plaintiff presented to physician and reported that she could feel the remaining essure device about two weeks prior to the beginning of her menses. The one of essure coils remains implanted in her, and she continues to experience a combination of the above symptoms. She is continuing to seek possible removal of the remaining coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: positive for spillage and no blockage.; in (B)(6) 2018: results: spillage and possible migration of right coil.. Ultrasound scan - in (B)(6) 2018: results: ultrasound showed a cyst on her fallopian tube. Ultrasound scan vagina - on (B)(6) 2013: results: the ultrasound report was normal. Diagnostic results: on (B)(6) 2010, hsg test result: positive for spillage and no blockage. It also showed that the right coil in but left coil not. On (B)(6) 2014, transvaginal ultrasound showed a right functional ovarian cyst and the right essure coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received: event device migration added as a medically significant event due to surgery. Events - pelvic pain, autoimmune disorder and hypersensitivity added. Event of abnormal uterine bleeding downgraded to non-serious. Device removal date added. Reporter causality comment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation and migration of the essure device") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced libido decreased ("decreased libido") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced menstruation irregular ("irregular menses"). In (B)(6) 2016, the patient experienced medical device pain ("she could feel the remaining essure device/the sensation was described as painful"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), fatigue ("extreme fatigue"), weight fluctuation ("weight gain and loss") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery ((B)(6) of 2010, underwent a procedure to remove the left-sided essure device). Essure treatment was not changed. At the time of the report, the perforation, fatigue, weight fluctuation, dysmenorrhoea, libido decreased, menorrhagia, menstruation irregular and medical device pain outcome was unknown. The reporter considered dysmenorrhoea, fatigue, libido decreased, medical device pain, menorrhagia, menstruation irregular, perforation and weight fluctuation to be related to essure. The reporter commented: before essure her menstrual periods were not as heavy nor did they last as long she had no problem with going about her daily life. On (B)(6) 2016, plaintiff presented to physician and reported that she could feel the remaining essure device about two weeks prior to the beginning of her menses. The one of essure coils remains implanted in her, and she continues to experience a combination of the above symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.